Event description:
It was reported before use the bd vacutainer® k3e 3.6mg plus blood collection tubes had foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter: the customer stated ¿brown foreign matter was found onto the bottom of tube.¿

Manufacturer narrative:
H.6. Investigation: bd received one samples and 3 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for molding defect with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for molding defect with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported before use the bd vacutainer® k3e 3.6mg plus blood collection tubes had foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter: the customer stated ¿brown foreign matter was found onto the bottom of tube.¿